Manufacturer narrative:
The dispatched field service engineer checked the device on site. The device passed a full ipm-l with the exception that the patient part heater was without function. Nevertheless, this malfunction has no contribution to the reported alarms, to the apnea ventilation and to the low oxygen concentration. Additionally, a log analysis was performed by the manufacturer. The log book does not contain error codes that indicate a device related failure. Firstly, the reported alarm "airway pressure high" was logged by the device and most likely occured as an opposition of the patient to mandatory strokes of the device. Secondly, the mode change to "apnea ventilation" depends on the user settings. According to the log file, the device detected patient apneas and changed consequently to "apnea ventilation" to ensure a proper patient ventilation. Thirdly, the device generated several fio2 alarms and short time after the first registered fio2 alarms, the device also generated o2 supply and air supply down alarms. The reported fio2 low alarms and the missing waveform pattern during tests with a test lung can occur in case of missing gas supplies and are substantiated by the logged o2 and air supply down alarms. Overall, it can be concluded that the respirator operated properly during the reported event as no device failure could be identified during the log analysis and during testing on site. Most likely external factors contributed to the reported event and it can be primarily related to the gas supply system. The device reacted as specified and alarmed for low inspiratory oxygen and deviations regarding the gas supply. The patient oxygen saturation was temporary at 25%. No further consequences and no medical interventions were reported.

Event description:
It was reported that the device posted "airway pressure high" frequently and switched to apnea ventilation during the autoflow ventilation. The customer have seen a decreased fio2 at 25% at the time of the event. Thus, they switched to manual ventilation and replaced the device. A biomed at the hospital performed the device check and the leak test after the event had occurred and both checks were passed. However, there was no wave pattern displayed when they started a ventilation with a test lung. On 2017-04-10 corrected information was provided to the manufacturer: the customer has seen the decreased patient oxygen saturation of 25% at the time of the event.